Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported ins was acting up. Patient stated having a fall off a pull-up bar, he broke his ribs and ¿beat himself up¿ bad. It was confirmed patient thought the ins may have been affected from the fall because the ins was turning off and on. Patient clarified he was feeling stimulation and stop feeling it. When patient got the patient programmer out to check the ins status, the pp read that the ins was on. It was noted when patient placed the pp over his ins, he started feeling stimulation again. No further complication and event were reported.